Event description:
It was reported that the vns patient¿s device showed high impedance. Clinic notes were received indicating that the patient¿s magnet was ¿not working.¿ the patient¿s device settings were increased. The notes indicate that the patient was previously released from the hospital for a seizure. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death

Manufacturer narrative:
The event date was inadvertently reported as (B)(6) 2015 instead of (B)(6) 2015.

Event description:
Clinic notes reported that the patient's device was disabled due to high impedance. No further relevant information has been received to date.

Event description:
Clinic notes indicated that the patient's seizure activity had increased since the device stopped functioning. No further relevant information has been received to date. No known relevant surgical intervention has occurred tod ate.

Event description:
It was reported that the surgeon tried to replace the patient's generator. The surgeon wanted to try salvaging the lead. However, when he opened the chest pocket and found the generator, he found that the lead had been completely severed. He believed this was likely due to her physical manipulation of the device, flipping the device. He explanted the generator and all of the lead that he could find in the chest incision and left the rest of the lead. Product return is not expected per hospital policy. No further relevant information was received to date.